Event description:
The customer states that the provue issued a 2+ reaction in the anti-a microwell of the abd card that was visually confirmed to be a negative reaction. No erroneous results were reported.

Manufacturer narrative:
The lab manager inspected the diffuser user plate and saw scratches on the card in the area that could have potentially caused the shadows observed on the report. The diffuser plate was repositioned to have the scratches placed on the opposite side of the gel camera. The lab manager requested that a new diffuser plate is ordered. Cts advised the customer to repeat quality control; all testing passed and the dark images did not reappear on the quality control report. (B)(4). Service not requested.